Event description:
Customer called and was hospitalized with low blood glucose. Said that the blood glucose were high all day. Customer manually pushed on the plunger while still connected to give insulin as customer felt like the pump was not working. After changing sets, customer primed and insulin did exit, but once the set was inserted customer's blood glucose elevated. Customer performed the rotation test while disconnected. Insulin exited and there was rotation.